Event description:
It was reported that a malfunction occurred with the customer's device. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on how to return the defective pump using a pre-paid label. The customer was guided to use multiple daily injections (mdi) as a backup therapy during this process.